Manufacturer narrative:
Reported event of pacing problem was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Further analysis performed, including output verification, and inspection of header and connectors showed normal device characteristics with no anomaly contributing to reported event of pacing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Prior to attempted implant, the device showed an inappropriate rate response. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.